Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy of the right common femoral using a proglide after an iliac stenting procedure using a 6f sheath. Reportedly, there was no resistance on insertion. After bleed back, the proglide was extremely difficult to remove. Reportedly, the black portion of the device became stuck. The device was eventually able to be removed and a new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1528 was removed.

Event description:
Additional information was received: the proglide device was removed by widening the tract with a hemostat or clamp and pulling the device out with some force. No additional information was provided.